Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of a ventilator¿s screen was frozen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and found the device functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s screen was frozen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.